Manufacturer narrative:
Insulin pump received with missing retainer ring. Unable to perform displacement test due to missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: scratched case, cracked case, cracked case near the corner of belt clip rails, cracked keypad overlay, cracked battery tube threads, cracked case on the battery tube side, missing reservoir tube o-ring, broken reservoir tube lip, detached retainer ring, and broken belt clip rails. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic stated that the insulin pump had clip railing broken and there were crack in the middle button of an insulin pump. No harm was required during medical intervention. The insulin pump will be returned for analysis.